Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient went to the gym around 4:30¿5:00pm the cgm reading was normal 130 mg/dl, she exercised and used the aqua massage for approximately 15¿20 minutes. Later in the evening, around 7:00¿8:00 pm, she met her mother and went for a walk at burlington. While waiting in the line to pay for what they purchased for about 10 minutes, the patient began to feel dizzy, sweaty, and experienced a spinning sensation. The cgm showed "sensor failed" and the patient was attempting to troubleshoot bluetooth by turning it off and on didn¿t remove the sensor and waited to get home to change. They decided to stop at family dollar, ate more than half of a snickers bar, peanut butter cookies, and drank one-quarter of a soda. Despite this, she continued to feel unwell. She waited in the parking lot, and after 15 minutes, she vomited. She asked her mother for orange juice and then lay down in the back seat of the car. After 30¿45 minutes, her symptoms resolved, and they went home. Around 9:00¿10:00 pm, the patient changed the sensor and while on warm up checked her blood via finger prick, which read 200 mg/dl, and she self-administered 8 units of humalog. Later, between 11:00 pm and 12:00 am, she took 15 units of tresiba before bedtime. Between 1:00¿2:00 am, her dexcom alerted for low, with readings dropping to 50¿40 mg/dl. A finger-stick check showed 31¿32 mg/dl, which is a difference over 20 percent and classified as cgm inaccuracy. She consumed orange slices and try sleep. Between 4:00¿5:00 am, while attempting to have a bowel movement, the client experienced a brief loss of consciousness, then quickly regained awareness. She was sweating heavily for over a minute but was unsure how long she had blacked out. At approximately 6:30 am, she took 2 glucose tablets and finally feel better. She fell asleep around 8:00 am and contacted her doctor later that morning. She had a medical consultation between 9:00¿11:00 am. No medications were prescribed. At the time of the consult, the client reported feeling okay and had no complaints regarding her dexcom device. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.